Event description:
Per the clinic, the device was explanted (specific date not reported) for frequent MRI procedures. The patient was reimplanted with another cochlear device on (B)(6) 2025. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR previously submitted [6000034-2025-02196] on june 16, 2025, was filed inadvertently. No reportable serious injury has occurred.